Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery where the previously placed ventralex mesh was removed due to an abdominal wall abscess with cutaneous fistula and dense adhesions to omentum and small bowel". Medical records are not available at this time. Adhesions, fistula formation, and infection are listed in the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010303, lot number huvi0028 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery where the previously placed ventralex mesh was removed due to an abdominal wall abscess with cutaneous fistula and dense adhesions to omentum and small bowel. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huvi0028 was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery where the previously placed ventralex mesh was removed due to an abdominal wall abscess with cutaneous fistula and dense adhesions to omentum and small bowel. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with recurrent incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the excess sac tissue was excised to the level of the fascia and removed. The extensive omental adhesions were taken down. A ventralex mesh with coated side facing the bowel was placed into the peritoneal cavity through the umbilical fascial defect and sutured circumferentially.¿ (B)(6) 2017 - patient was diagnosed with infected mesh in the abdominal wall thereby underwent exploratory laparotomy with the explant of ventralex mesh. Per operative notes, ¿there was a right umbilical pocket full of pus with a fistula draining through it, another pocket below was drained. The mesh found was densely adherent to fascia, omentum and loop of small bowel. The small bowel's serosa was part of the mesh and an enterotomy resulted to peel off the mesh and then freed up. Necrotic tissue in larger area and infraumbilical pocket of pus was found. These tissues were debrided back. An onlay graft (alloderm patch) was placed circumferentially to reinforce the repair.¿ attorney alleges that the patient had infection, adhesions, abscess, bowel perforation, fistulae, pain and hernia recurrence. It is also alleged that the patient underwent enterotomy while peeling off the mesh from the small bowel and necrotic tissue debridement.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery where the previously placed ventralex mesh was removed due to an abdominal wall abscess with cutaneous fistula and dense adhesions to omentum and small bowel". Medical records are not available at this time. Adhesions, fistula formation, and infection are listed in the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 5 years 1 month post implant of ventralex mesh, patient was diagnosed with infection, abscess, adhesions, fistula, necrotic tissue and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.